Event description:
The customer contact reported a disconnection; subsequently blood loss was noted. The device was being used as a saline lock. It was reported that the nurse connected the male adapter of an unspecified vacutainer to the clave port of the device and obtained an unspecified volume of blood. Reportedly, vacutainer was then discarded. After an unspecified length of time after the blood draw, the pt's family notified the nurse that blood was leaking from the extension set. The nurse clamped the tubing set with the slide clamp. It was reported that approx 50 to 60 ml of blood was lost. At this time, the nurse noted that the friction fitted clave port was disconnected from the extension set; however, the clave port was still connected to the discarded vacutainer. It was reported that the IV access site clotted. The customer contact indicated that the IV access was not restarted. The pt was reported as "hemodynamically stable." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. At an unspecified time, the pt was discharged home. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The lot number of the device that was in use is unk. The customer reported two possible lot numbers 931704w and 933334w. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Product labeling for this device states, "use aseptic technique. Remove caps when required and secure connections." This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).